Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited failure to capture. Chest x-ray showed that the lead had lost its slack and it had dislodged. The lead was explanted and replaced with new lead as a result. Patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and lead slack issue. The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and by applying torque to the inner coil, the helix could be fully extended and retracted. Electrical testing did not find any indication of conductor fractures, but conductor shorts was found due to the over torqued inner coil consistent with procedural damage.